Event description:
Na

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding act celite cartridge that yielded an unexpected result of 164 on a patient undergoing a procedure in the cath lab. The customer states that the second sample test result (164) was expected to be about the same as the first result (298). However, the result did not impact the procedure or the patient's care. The customer does not opt to return product for investigation. Time: sample time: result: heparin dose: comments: 0648, n/a, n/a, 7500 units, n/a. 0649, n/a, n/a,, 3200 units, heparin stopped at 0715. 0845, 0845, 298, n/a, specimen collected 0845. 0846, n/a, n/a, 3000 units, n/a. 0918, 0918, 164, n/a, specimen collected 0918. Preliminary investigation information received on (B)(6) 2015 with retains testing shows that product is responding to heparin. There is no deficiency at this time. There are no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 03/25/2015. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.